Event description:
It was found during a baxter device eval that a pump has a lack of audio function. There was no associated pt injury.

Manufacturer narrative:
(B)(4). The device was returned for eval and baxter was able to confirm that the audio function was not present. Further eval identified that the absence of audio was due to the backflex becoming dislodged from the I/o printed circuit board. This may have occurred during a significant impact to the device as signs of impact were found on the device. All detection capabilities and functions performed as expected. The backflex was properly seated into the connector on the I/o printed circuit board, restoring audio function.